Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, as requested the defective suture is vcp9373h 1 vicryl, lot xabdslzo. The issue is that 2 needles from this batch came away from the threads when in use. I have retained the box with remaining sutures in. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint :(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: no there were no adverse complications for the patient. I was with the customer yesterday and they devices are not available to return.